Manufacturer narrative:
Corrected data: d.2. Common device name has been updated from 'intervertebral fusion device with bone graft, lumbar' to 'orthopedic manual surgical instrument' d.9 was update to reflect product return. Upon visual inspection of the returned device, it was confirmed that the tip of the inserter was deformed. The two legs of the clasping mechanism (inserter track) were splayed outwards which can compromise a secure fit on the implant, leading to premature disengagement. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. As this device was manufactured in 2017, it is likely that repeated use of the device throughout its service life could have contributed to tip deformation.

Event description:
It was reported that the securing mechanism of an avs navigator straight inserter disengaged during intra-operative implant placement. The procedure was completed successfully using an alternative instrument. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the securing mechanism of an avs navigator straight inserter disengaged during intra-operative implant placement. The procedure was completed successfully using an alternative instrument. No adverse consequences or medical intervention were reported.